Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected battery out limit alarmed during testing. The pump was received with no button response due to flattened act and esc button dome switch and unlocked lcd keypad connector. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating a button error and battery out limit on the insulin pump. The customer's blood glucose was 200 mg/dl. The customer stated that he tried removing the battery and the pump alarmed battery out limit. The customer stated that he placed the escape and act button and it would not clear. The customer stated that he was not able to clear the battery out limit alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.